Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pacemaker technician.

Event description:
It was reported that the lead exhibited noise. A chest x-ray exhibited -insufficient slack-. Intervention would be considered.